Event description:
As reported, approximately 10 months after initial right tsa, the patient was revised after feeling pain while doing handy work. The glenosphere was loose and was replaced along with a new poly liner and screw. The event is related to the breakage of a device. All pieces that fell into the wound site were removed. The event did not lead to a surgical delay/prolongation.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 300-30-11 - equinoxe preserve stem 11mm. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-35-01 - small glenoid plate. (B)(6), 320-40-00 - 145-deg pe 40mm hum liner +0. (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack.

Manufacturer narrative:
*The following sections have corrected information: (d1) brand name: eq rev locking screw, product code: kwt, common device name: prosthesis, shoulder, non-constrained, metal/polymer cemented, catalog number: 320-15-05, expiration date: 30-jul-2028, serial number: (B)(6), unique identifier (UDI) #: (B)(4). (H4( device manufacture date: 02-aug-2023. (H6) medical device problem code: 2907 - detachment of device or device component.